Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. During a log review an increased intraperitoneal volume (iipv) situation was discovered, but not duplicated during pal evaluation. The root cause was determined to be insufficient drain: one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Review of the service history revealed the previous return of the device was not for the problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The programmed fill volume was 2800ml and the total drain volume was 4717ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).